Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in the mid left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, the distal end of the stent was out of shape. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first distal and proximal strut row. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in the mid left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, the distal end of the stent was out of shape. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.